Event description:
On (B)(6) 2013, a spontaneous report was received from a healthcare provider regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, skin type, and concomitant medications were not reported. The pt received an injection of restylane (volume injected and syringe size not reported) on an unknown date to under the eyes. Pre-procedure medications and add'l procedures performed at the time of implantation were not reported. On an unknown date, seven days after the implantation, there was redness, heat, and significant swelling under both of the pt's eyes at the injection sites. On (B)(6) 2013, treatment included an injection of vitrase (hyaluronidase) and a prescription for bactrim (sulfamethoxazole and trimethoprim). The medical director of the reporting clinic thought the symptoms could be related to a granuloma. As of (B)(6) 2013, the symptoms had not improved. The lot number and expiration date for restylane were not reported. On (B)(6) 2013, add'l info was received from an rn. The nurse confirmed that the pt was started on bactrim twice daily, and on (B)(6) 2013, had also been prescribed a medrol dosepak (methylprednisolone). As of (B)(6) 2013, there was "still hardening". On (B)(6) 2013, add'l info was received from the rn on a subsequent call. The pt was further identified as (B)(6) caucasian female. Medical history included a previous injection of restylane on an unknown date (reported as "a couple of years ago" from the date of the report) to under the eyes, previous use of clindamycin with complaints of itching to the face and head, an allergy to penicillin, and a thyroid deficiency. The pt's skin type was fitzpatrick iii. Concomitant medications included levothyroxine. The pt received a 1 ml injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) (not restylane as was previously reported) from a 1 ml syringe on (B)(6) 2013 to the tear troughs via a "retrograde down and retrograde fill" injection technique. Pre-procedure medications included betacaine, lidocaine, tetracaine (blt). Add'l procedures at the time of implantation included a 40 unit injection of botox (onabotulinumtoxina) (lot number: c3416c3, expiration date: may-2015) to the left eye/crow's feet. On (B)(6) 2013, 3 days post-injection, the pt complained that she couldn't feel the filler and was not satisfied with the results. The pt also had normal post-injection pinprick marks and slight bruising. The pt self-treated with ice and ibuprofen. On (B)(6) 2013, the pt developed redness, heat, and significant swelling under both of her eyes. The pt was medically evaluated and diagnosed with a "probable post-treatment infection". Treatment included an injection of 20 units of vitrase to the left eye area and 12 units to the "right area" and bactrim ds twice daily for 14 days was prescribed. No tests or laboratory studies were performed. On (B)(6) 2013, the pt phoned clinic staff and stated she had no improvement, and the swelling had increased to between the eyes. A medrol dosepak was called in. As of (B)(6) 2013, the nurse had not yet spoken with the pt again. The rn's opinion of causality was that the treatment caused the reported events. The rn assessed he severity of the events as moderate. The lot number and expiration date for restylane-l were 11534 and dec-2014, respectively. Company comment: the event of "couldn't feel the filler, she was not satisfied with the results" is not an adverse event. In addition, the pt also received botox, therefore, the events are assessed as unassessable. On (B)(6) 2013, add'l info was received from a healthcare provider, further identified as the owner of the injecting clinic. Based on the info received, the case was reassessed as serious. On (B)(6) 2013, the pt was evaluated at the injecting clinic and all the events were ongoing. The pt still had a "hard area" under her eye, despite treatment with vitrase. The pt was treated with an 80 mg intramuscular injection of kenalog (triamcinolone acetonide) into the gluteal area. On (B)(6) 2013, the pt went to the emergency room for eval of the ongoing events. Treatment included cephalexin (dose unknown). On (B)(6) 2013, the pt was admitted to the hospital and diagnosed with "totally swollen concrete hardness sunder both eyes, left greater than right". Treatment included unspecified intravenous (IV) antibiotics. As of (B)(6) 2013, the pt's events continued (status of the post-injection pinprick marks and slight bruising was not reported) and she continued to be hospitalized.